Event description:
The doctor reported that the customer was hospitalized for hypoglycemia. It was indicated that the customer is pregnant. The physicican did not have the pump ready and declined to troubleshoot the device. The doctor feels that the basal programming is in suspend and request more info about the current rates. Explained to the doctor that the customer can adjust the rates.